Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 04/18/2016 to report that the patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Date of issue is an approximation. Patient's mother stated that the rash looked as if it was the size and shape of the continuous glucose monitor (cgm). The reaction was described as red, raised bumps with itching. On (B)(6) 2015, patient went to the endocrinologist, who recommended the use of flonase to be applied to the skin prior to cgm application. Affected area was treated with triamcinolone acetone ointment prescribed by the endocrinologist. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The reaction was described as an itchy rash.